Manufacturer narrative:
Product analysis: microscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was still able to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intra-operatively the screw was slipped during surgery. The device come in contact with the patient. No patient complications were reported due to this event.